Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with a history of being unwell, some type of infection (not communicated), presented to emergency department with signs of an intracranial bleed, emergency resuscitation and taken to theatre for a craniotomy. They were taken back in intensive care unit (ICU), with brain death studies. Log file review noted pump operating as intended. There were no concerns with pump function. International normalized ratio (inr) was 20. The patient was on life support. The patient ultimately passed away on (B)(6) 2026 due to intracranial hemorrhage. The outcome was not considered device or therapy related. They were palliated due to the intracranial hemorrhage and subsequent brain death. Additional information stated that patient's inr was 21 at time of admission to emergency department, known to be non-compliant with testing and self-care. No concerns regarding pump operation or function. No source of infection was identified. There were no concerns regarding pump operation or function.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including infection (local, driveline or pump pocket infection), stroke, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. This section (under "anticoagulation") also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.